Event description:
Procedure: low anterior resection. According to the reporter: the device could not be fired completely. Another device was applied. After the surgery procedure, there was anastomosis site leakage. The surgeon reopened the patient to repair the leak. No reinforcement material was used in conjunction with the stapling device. This extended the patient hospital stay.

Manufacturer narrative:
(B)(4).